Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color reload was used in initial procedure? Were any issues noted with staple form in initial procedure? What was the reason for the reoperation? How many firing were completed in initial procedure? Please describe shape of single staple that hooked the mesentery and approximate location on staple line (proximal, distal). What was done to address the issue? Are photos or video available? What is the current patient status?

Event description:
It was reported that five days after a laparoscopic appendectomy procedure the customer was brought back for reoperation for an unspecified reason. During the reoperation the surgeon found a single staple that had failed to form properly on the staple line that had hooked the mesentery tissue and caused the small bowel to volvulize. The surgeon was able to correct all of this and the patient is currently doing well.